Event description:
Caller reported that meter repeatedly gives readings that are not consistent with how patient feels. Patient related an incident when patient fainted and was transported to the hospital. No bg valves were provided. It is not known if caller was admitted to hospital or treated in ER and released. No further action planned.